Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprostheses (proximal: tg3415/06703287; distal: tg2810/06664201). On (B)(6) 2009, the patient was discharged. The aneurysm diameter was 50 mm. Date unknown, a distal type I endoleak was reported. On (B)(6) 2010, the patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (product/lot unknown) to repair the distal type I endoleak. On (B)(6) 2010, in one-year follow-up study, the distal type I endoleak was resolved. However, an unknown endoleak was reported. The aneurysm diameter was 58 mm. The physician decided to take a wait-and-see approach. Subsequent follow-up examinations revealed that the endoleak persisted, the physician elected to monitor the patient.

Manufacturer narrative:
Additional device implanted on (B)(6) 2010: tag/unk lot/serial number.